Event description:
Report received from abbott international affiliate of a pt death. The report states, "as reported from newspaper: pt was prescribed liposyn 17cc by physician and nurse administered 340cc through IV pump (probably plum or omni-flow). Dose was administered in 2001 and patient died 2 days later. Case was never reported to u.s.; abbott international affiliate became aware through authorities who came to abbott to investigate because nurse claims IV pump malfunction." The event occurred at the hospital. The report also indicated that the pt was admitted to emergency room services for dehydration. No other pt specific info was available. The list number of the pump in use has not been identified. Though requested, no add'l info was available.

Event description:
Additional info was received from the abbott puerto rico affiliate. The pt was receiving lipids concurrently with tpn via a plum lifecare 5000 infusion pump. The rate of the tpn was not specified. The physician ordered the pt to receive liposyn 20%, 17ml/20hours. The pt received 340ml in 20 hours.